Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon informed the field service engineer on (B)(6) 2018 that he noticed an inaccuracy of electrodes placement after seeing post operative exams.

Event description:
The surgeon informed the field service engineer on (B)(6) 2018 that he noticed an inaccuracy of electrodes placement after seeing post operative exams.

Manufacturer narrative:
It was reported that inaccurate electrode placement occurred. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A head holder review was performed and indicates it was fixed properly on the adaptor and support arm. An IFU review determined that the IFU contains recommendations concerning the patient¿s head fixation which must be done before the surgery. A surgeon's training review was performed and showed that he can be considered as experienced on the device. A full analysis of data logs and a test at the manufacturing site were performed and concluded that the inaccuracy is confirmed. The most probable root cause of the issue is an undetected movement of the head upwards.